Event description:
During a coronary stent procedure of the rca, crossing difficulties were encountered. The physician encountered resistance during advancement. Upon removal it was noted that the stent was flared. No patient injuries or complications were reported.